Event description:
An elderly male was undergoing a vein harvest procedure. The maquet vasoview hemopro 2 was being used to harvest the vein. The tip of the bipolar cautery tip was cleaned off by a surgical tech, using a lap sponge. She noted immediately that the outside part of the bipolar tip came off in the sponge. A new vasoview device was opened and used without problem. No harm to the patient.